Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the distal m2 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a benchmark bmx96 access system (bmx96), an aspiration tubing (tubing), and a guidewire. While completing the first pass, the physician reported that there was no blood flow in the tubing. All connections were tight and no damage was observed on the tubing and the rotating hemostasis valve (rhv). The red68 was removed. After removal of the red68, the hospital staff noticed that the red68 was fractured. The red68 was not used for the remainder of the procedure. The procedure was completed using a penumbra system red62 reperfusion catheter (red62), the same bmx96, the same tubing, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. Evaluation revealed no signs of torquing or stretching at the fractured locations. This indicates the fracture was likely due to a kink. This type of damage may occur if the red 68 is manipulated at an angle during use. Based on the reported event, this damage was observed during retraction after completion of a successful pass. Therefore, this damage is likely due to a kink that subsequently worsened to fracture upon retraction at an angle. Further evaluation revealed a kink on the catheter shaft. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.